Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, however, the device was unable to be successfully reprogrammed as communication with the programmer was lost when firmware download was attempted. The device was explanted and replaced to resolve the event. The patient was in stable condition.